Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated conclusion coding grids.

Manufacturer narrative:
Updated investigation coding grids.

Manufacturer narrative:
Updated conclusion coding grids.

Manufacturer narrative:
Updated investigation coding grids.